Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 31-jul-2018 with the following findings: a review of the black box showed several unexplained power on reset events. The battery compartment was cracked at the threads on the side. No battery cap was returned. A test battery cap was able to fit. Unrelated to the original complaint, moisture corrosion was observed in the battery canister. A leak was found in the battery compartment. The ez-prime steps were performed correctly. No power interruptions occurred during the investigation. The reported power complaint was unable to be duplicated. The pump cover was removed to find no further moisture ingress to the printed circuit board. Unrelated to the original complaint, the cartridge compartment was missing a fragment around the threads. The returned cartridge cap was able to fit.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.